Event description:
It was reported that the patient was in the hospital with a ¿massive¿ brain bleed which happened on the saturday prior to the report. A CT scan was done which revealed the bleeding. It was reportedly ¿expected¿ that the patient would die ¿any time now¿. The reporter indicated that ¿no one had said if it was related to the device¿. They reportedly ¿did not know but seemed to be pretty surprised at the amount of blood in the patient¿s brain¿. The reporter was wondering if the device should be turned off. It was later reported that the system was tested the following day and upon interrogation the implantable neurostimulator (ins) was found to be off and all impedances were within normal limits. The patient reportedly experienced loss of consciousness as well as a stroke. The location of the patient¿s symptoms was unknown. The physician determined that the hemorrhage was not a result of the device. The reporter indicated that the patient remained unresponsive, was hospitalized and was subsequently in hospice. Two days after the previous report, it was indicated that the patient died the day prior to the report due to the brain bleed. The death wasn¿t believed to have been device related. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Product ID 3387s-40, lot# v875336, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v825941, implanted: 2012 (B)(6); product type lead product ID 37085-60, lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was not performed due to non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.